Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise, high capture thresholds, and high pacing impedance on the right atrial (ra) lead. On (B)(6) 2022, the physician elected to cap and replace the ra lead. There were no patient consequences.